Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of a therapeutic laparoscopic case, the probe broke off inside the patient and was retrieved. The procedure was completed using a back up device. There were no reports of harm and patient was reported as stable.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h6, h11. The complaint was confirmed and the most probable cause could not be identified as the investigation results were insufficient to identify the cause of the problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrections: d4, h4 this supplemental report is being submitted to provide corrected information that was not submitted in previous emdr's. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.